Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the reported issue of an unresponsive keypad. All buttons were functional. Removed keypad, and no defect was found. Leak test failed due to display lens leak. Removed pump from case. All internal surfaces were corroded: on keypad flex connector and surrounding components. Removed the display : the back of the display, flex cable, and the pc board circuits for the display were corroded. Unrelated to this complaint, there was visible corrosion in display, which was pixilated and showed random colors. The vibrator motor was not functional.

Event description:
On (B)(6) 2012 the reporter contacted the animas corporation and claimed that when the patient emerged from a swimming pool the keypad buttons were unresponsive. The reporter claimed to have inspected the pump and found there to be water behind the display screen and behind the infrared window. The reported stated the battery cap was never changed. The reporter denied any damage to the pump. The reporter stated that the pump was occasionally cleaned with a damp paper towel and that the pump was worn in a pocket. There is no reported adverse event with this complaint. This report is being filed due to a keypad malfunction allegation.